Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. Additional information received: awareness date : 30 aug 2022 & 31 jan 2023.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). Sex: female. Age (at time of consent): 67 years. Country of event: us. Model: lxmc13. Device lot number: 24934. Date of surgery: (B)(6) 2022. Adverse event term: about (B)(6) 2022 through (B)(6) 2022. Severity: moderate. Relationship to study device: causal. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. Adverse event term: dysphagia from around (B)(6) 2022 through (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) : (B)(6). Event: dysphagia about (B)(6) 2022 through (B)(6) 2022. Relationship to study device: causal relationship. Relationship to primary study procedure: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023 a manufacturing record evaluation was performed for the finished device batch number 24934, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2024. Additional information received: start date: on (B)(6) 2022, alert date: on (B)(6) 2024, country of event: us, model: lxmc13, device lot number: 24934, date of surgery: on (B)(6) 2022, adverse event term: jul 10 2024: explant. Additional event details: site awareness date: on (B)(6) 2024, end date: on (B)(6) 2024, severity: moderate, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: probable relationship to primary study procedure: probable if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: no, dilation performed: no, indicate type of dilation? Blank, date of dilation: blank, diagnostic intervention: no, diagnostic imaging: no, drug therapy: no, observation: no, linx explant: yes, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: not recovered/not resolved, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Updated log line: 2. Updated: outcome: not recovered/not resolved: recovered/resolved. Updated log line: 2 updated: adverse event term: jul, 10 2024 - explant: dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 12/31/2024 additional information received: alert date: (B)(6) 2024 date of explant: (B)(6) 2024 country of event: us model: lxmc13 device lot number: 24934 date of implant: (B)(6) 2022 patient details patient identifier: trx_2018_01: 01166-013 site country name: united states sex: female age (at time of consent): 67 years additional event details was the linx explant a result of an adverse event per protocol definitions?: no if yes, choose the primary ae log line, start date and term: blank if no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: yes did not meet participant expectations: no other: no if other, specify: blank describe the technique used for explant (check all that apply) laparoscopic: yes endoscopic: no other: no if other, specify: blank were any concomitant procedures performed?: no describe any notable observations during the explant procedure: blank.

Manufacturer narrative:
(B)(4). Date sent: 1219/2024. Additional information received: linx explant: yes/no. Updated log line: 2. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank, n/a. Date of dilation: blank, on (B)(6) 2022. Dilation performed: no/yes. Indicate type of dilation? Blank, mechanical intervention/treatment. (Check 'none' or all that apply) none: no/yes. Awareness date: on 10 jul 2024 => 30 aug 2022. Start date: on (B)(6) 2022. Relationship to study device: probable, causal relationship. Relationship to study procedure: probable, causal relationship. Updated log line: 2. Updated.: intervention/treatment: (check 'none' or all that apply) none: yes/no. Updated log line: 2. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a, blank. Updated log line: 1. Updated: end date: on (B)(6) 2022, on (B)(6) 2024. Date of dilation: on (B)(6) 2022, blank. Dilation performed: yes/no. Linx explant: no/yes. Awareness date: on 31 jan 2023 => 11 nov 2024. Start date: on (B)(6) 2022, on (B)(6) 2024. Indicate type of dilation? Mechanical, blank. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a, blank. Updated log line: 2. Updated: end date: on (B)(6) 2024, on (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: there is conflicting information for this file. Did the patient receive an explant of the linx device? If yes, what was the date?

Manufacturer narrative:
(B)(4). Date sent; 1/8/2025 additional information was requested, and the following was obtained: there is conflicting information for this file. Did the patient receive an explant of the linx device? If yes, what was the date? If yes, choose the primary ae log line, start date and term: : blank => #001 10jul2024-dysphagia was the linx explant a result of an adverse event per protocol definitions? : no => yes updated 01166-013 continued gerd symptom : yes => no.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2025. Additional information received: describe any notable observations during the explant procedure: blank: during explant it was noted that the device had broken. After removal, only 12 of the 13 beads were noted. This was not a traction fracture. There was also grey staining around the beads. I have confirmed that subject 01166-013 did receive an explant on (B)(6) 2024 and has entered explant data into medidata rave.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank: yes. Updated log line: 2. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank: yes.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2025. Additional information: updated log line: 1. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: yes => n/a. Updated log line: 2. Updated: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: yes => n/a.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2025.